Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 5 of 5 on the homechoice machine(hc). The home patient(hp) disconnected causing the alarm, and then reconnected. The technical service representative(tsr) assisted the hp to cycle power to clear the alarm. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies he was able to perform therapy without any complications. The hp stated this was an isolated event. The hp stated that he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 was confirmed and the assignable cause is determined to be use error, the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.